Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, while the physician was using the tunneling tool provided in the electrode delivery system, they thought the angulation of the tunneling tool was off. The physician stopped the procedure as the patient had gone into a small ventricular tachycardia episode. In order to assure they had not perforated the myocardium, a cardiac echo was performed. There were no patient issues reported and the system was eventually implanted successfully.